Manufacturer narrative:
Section a2, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates between (B)(6), 2025 through (B)(6) 2026. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s eye. The patient complained of visual disturbances. Consequently, the iol was explanted. The patient is doing well. No further information is available.